Manufacturer narrative:
Pump was received with broken end cap, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump fell on floor and broke at the bumper side of the pump. Customer's blood glucose was unknown at the time of incident. No further information was given.